Manufacturer narrative:
Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 4625 incision enlargement, 4625 sutures, 4625 vitrectomy. Section h-6 health effect - clinical code: 4581 incision enlargement. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was partially inserted into the patient¿s ocular sinister (left eye) when the haptic bent. The same procedure was completed using back-up za9003 16.0 diopter iol. The incision was enlarged prior to insertion of lens, suture(s) were required, and an anterior vitrectomy was performed however, there was no serious patient injury. Patient outcome post-procedure was reported as normal. No further information is available.